Manufacturer narrative:
Product complaint # (B)(4). The following information should have been included in the initial medwatch: e3 initial reporter occupation: lawyer. H6 patient code: no code available (3191) used to capture the device revision or replacement

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat extensive tricompartmental degenerative joint disease. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to tibial tray loosening. Upon entering the joint, the tibial tray was loosened at the cement to implant interface and easily removed. The femoral component was well-fixed but revised to accommodate the new tibial tray. The patella was well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2018, left knee.